Manufacturer narrative:
The reported issue was unconfirmed. The device was returned and visually inspected. Examined samples and the eyes found to be symmetrical. The eyes were punched in the proper location, not too close to the end. No functional, dimensional or tactile evaluations were performed. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use states the following: ¿visually inspect the product for any imperfections or surface deterioration prior to use." (B)(4).

Event description:
It was reported that the eyes of the catheters were not symmetrical. The eyes were too close to the end.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the eye of the catheter was not symmetrical. The eye was too close to the end.